Event description:
The customer received high out of range control readings of 182 and 193mg/dl on her contour next link meter. While checking the memory of the meter it was discovered that the readings were not automatically marked as control tests, which will be displayed as a blood results when accessing the meter¿s memory. No adverse event was alleged. Customer control solution is expected to be returned for evaluation. New meter, strips and control were sent to the customer.

Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.